Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support had slow oozing at the impella access site. The dressing was changed and pressure was held. The physician placed a purse string suture and the bleeding resolved. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the bleed is most likely use related since the physician placed a purse string suture and bleeding resolved. The pump passed all the post sterile inspection checks.